Event description:
Customer reported that the slide broke during the coverslipping process. Consequently, the tissue was damaged because the slides were completely destroyed. Therefore the tissue was not diagnosable, and the pt had to be reexamined to collect another cytology smear small biopsy.

Manufacturer narrative:
The unit was evaluated by leica service technician. The analysis indicated the cause for the malfunction was due to the misaligned gripper position. Furthermore the slider movement was not working properly. After the gripper position and slider movement was readjusted, the service technician conducted a test run which confirmed the proper functioning of the device. A design change request was initiated and the investigation work is still continuing.